Event description:
It was reported that initially the drug dose was too strong as the patient was sleeping a lot. The patient also experienced itching after the implant but for only for thirty minutes and then it went away. Reportedly, the patient¿s medication, oral and in the pump, was ¿drying patient out.¿ she still experienced some pain and had an appointment scheduled for 2014 (B)(6) and thought she would not need another refill for three months after that appointment. This device system delivered fentanyl and bupivacaine. Additional information was requested to clarify resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).